Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient reportedly was unable to connect to the internal device. Attempts were made to connect to the internal device, however, no connection could be achieved. It is unknown whether there are plans to explant and reimplant the patient as of the date of this report, (B)(6) 2011. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.